Event description:
It was reported that the pacing impedance measurements of this right atrial lead dropped. This was not a significant drop and measurements were within normal limits. No changes have been performed. This device remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).